Manufacturer narrative:
(B)(4). The sample will not be returned as it was discarded since the patient had an infection.

Event description:
It was reported that during insertion in the cath lab, the tip of the sheath was found frayed. As a result, a new kit was opened ad used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.